Manufacturer narrative:
The product is not available for evaluation and testing.  Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by the customer that a patient suffered ureteral perforation directly related to the use of a 5f cath tempo (65cm). It was noted that the device has a blunt tip, not a tapered configuration. The product will not be returned for analysis. Request for additional information has been requested.

Manufacturer narrative:
Addendum: (9/15/2016) additional information received indicated the following. The intended procedure was ureteroscopy for an impacted proximal ureteral stone. Clinical scenario is as follows: impacted stone and an inability to bypass with a guidewire therefore needed to use a catheter to buttress the wire- blunt tip configuration of the catheter in question did not permit advancement of the wire proximal to the stone and lead to ureteral perforation the procedure was completed by obtaining a tapered hockey stick catheter from interventional radiology and was able to bypass the stone and place a ureteral stent. The patient current status was reported as ¿fine- no sequelae, but required another procedure for ureteroscopy.¿ the product is not available for analysis. The date of the procedure is unknown. It was reported by the customer that a patient suffered a ureteral perforation directly related to the use of a 5f catheter tempo (65cm). It was noted that the device has a blunt tip, not a tapered configuration. Additional information received indicated that the intended procedure was ureteroscopy for an impacted proximal ureteral stone. A guidewire could not bypass the impacted stone therefore a catheter was used to support the guidewire. The blunt tip configuration of the catheter in question did not permit advancement of the wire proximal to the stone and lead to the ureteral perforation. The procedure was completed by obtaining a tapered hockey stick catheter from interventional radiology and was able to bypass the stone and place a ureteral stent. The patient¿s current status was reported as ¿fine- no sequelae, but required another procedure for ureteroscopy.¿ the date of the procedure is unknown.  The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number.  Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The instructions for use caution the user to not use the product if it is open or damaged. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time